Event description:
It was reported, during the implant procedure, that the set screw would not engage and came out of the header when the wrench was removed. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. However, it was noted that the returned device indicated a loose/detached set screw. (B)(4).